Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored many ventricular tachycardia (vt) episodes and it was unclear whether they contained true ventricular tachycardia (vt) or atrial tachycardia (at), and electrogram (egm) review was requested. Upon review, there appeared to be sinus tachycardia and atrial tachycardia. Additionally, there was competitive pacing due to the sensor, and technical services (ts) recommended turning off rate response since the patient had good rate distribution. There was also concern that the atrial pacing was putting the patient into briefly at. Technical services (ts) noted that since thehcp noted several vt episodes and the device had a monitor only zone with a rate cutoff (rco) of 160 beats per minute (bpm), they could consider increasing the rco. This ICD remains in service. No adverse patient effects were reported.